Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding a [device name]. The device was returned to a third party service center. During visual inspection of the device, foam particles were found in the device. There was an error code present (error code 22). The device was scrapped. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.